Event description:
It was reported that the patient was experiencing symptoms since her refill on (B)(6) 2014 with her managing health care provider. The patient thought the physician increased ¿it¿ at the pump refill on (B)(6) and that she felt funny when she was in the office. She stated something had happened to her and she could not even talk. She was experiencing ¿serious¿ pain that was out of the ordinary. The patient had seen her managing physician about her symptoms when she was in the hospital last week. The physician just put ¿that little thing up to my pump¿ and told the patient to keep ¿the appointment.¿ an inquiry was made regarding the appointment mentioned. The patient stated the managing physician ¿increased the dose on the pump to what it was, a higher dose, and then when I went to his office really sick he decreased the pump medicine.¿ that was the last time the patient spoke to the physician about ¿anything.¿ inquiry was made when the physician decreased the pump and the patient stated she was so confused and stated ¿I can¿t even think. I¿m sick.¿ the patient did not know the current or previous doses or concentrations. She stated that the pump had been increased by 8% and it was decreased by 4% because the patient was feeling sick and the symptoms did not go away. This device system delivered dilaudid. Additional information has been requested to verify event details, resolution, patient status and outcome. However, no information was provided at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).